Event description:
It was reported that prior to use, it was noted that the helix of the lead would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.